Manufacturer narrative:
An event of stroke, thrombus, regurgitation, valve migration and paravalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including specifications for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. From medical review : three videos were uploaded, all appear to show contrast injection of the valve in the final state as described ~0mm from annulus. There were no recordings showing about implantation to confirm the initial depth of placement, or any indication of migration which can be confirmed and/or evaluated. Also, no information on patient pre-work showing anatomical sizing evaluation and calcification were available.

Event description:
Crd_1003 - vantage ide study. Eu0284 - 295 ((B)(4)). It was reported that on 09 june 2023, a 27mm navitor valve was selected for an implant using 19f flexnav delivery system. There was sufficient calcium to allow anchoring of the device in the opinion of the user. During the procedure, the device was loaded according to the IFU without any resistance felt. The valve was implanted without any resheathing, according to the new implant technique where the cusp overlap angulation was used and the implant technique confirmed in left anterior oblique (lao). An unknown guidewire was push back a little bit to remove any energy in the delivery system. In the final deployment phase when the three retainer tabs were detached from the retainer receptacle, under right ventricular pacing (rvp) at 140/min. The flap jumps cranially despite very slow release under rvp and lands at the annulus level. The valve migrated around 7mm. Final depth was at the ncc 0mm. Gradient was 3mmhg, aortic regurgitation mild and a post-dilatation performed due to paravalvular leak. The patient was stable all the time. On 10 june 2023, the patient had mild temporal disorientation and slowed processing speed, restlessness, agitation. Anxious-depressive syndrome, low mostly microvascular leukoencephalopathy. The patient was treated with melperon medication. On 19 june 2023, it was reported the patient had cerebral infarction due to embolism of cerebral arteries, hemineglect left, flaccid hemiparesis and hemiplegia. The patient was on lysis therapy. Subsequent to the previously filed report, additional information was received. On (B)(6) 2023, the patient was transfer back from external hospital in case of condition after stroke. Mir was performed, findings uploaded. Tee was rejected by the patient. A new CT scan showed hypodense deposits on the valve. Eliquis was adjusted. On 13 july 2023, it was reported that the patient had high grade suspected valve thrombosis. No additional information was provided. The patient is stable, no additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4). It was reported that on (B)(6)2023, a 27mm navitor valve was selected for an implant using 19f flexnav delivery system. There was sufficient calcium to allow anchoring of the device in the opinion of the user. During the procedure, the device was loaded according to the IFU without any resistance felt. The valve was implanted without any resheathing, according to the new implant technique where the cusp overlap angulation was used and the implant technique confirmed in left anterior oblique (lao). An unknown guidewire was push back a little bit to remove any energy in the delivery system. In the final deployment phase when the three retainer tabs were detached from the retainer receptacle, under right ventricular pacing (rvp) at 140/min. The flap jumps cranially despite very slow release under rvp and lands at the annulus level. The valve migrated around 7mm. Final depth was at the ncc 0mm. Gradient was 3mmhg, aortic regurgitation mild and a post-dilatation performed due to paravalvular leak. The patient was stable all the time. On (B)(6)2023, the patient had mild temporal disorientation and slowed processing speed, restlessness, agitation. Anxious-depressive syndrome, low mostly microvascular leukoencephalopathy. The patient was treated with melperon medication. On (B)(6)2023, it was reported the patient had cerebral infarction due to embolism of cerebral arteries, hemineglect left, flaccid hemiparesis and hemiplegia. The patient was on lysis therapy. No additional was provided.